Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface box for the navigation system was returned to the manufacturer for evaluation. Testing found that the interface displayed a fault on 9 coils within the known operational emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The axiem and emitter system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was seeing a red status for the emitter in the details section of the system. They unplugged the device from the system and the status went green. There was no reported impact on patient outcome. There was a delay to the procedure of greater than 1 hour. No further information was available.